Event description:
It was reported that this implantable lead was part of a system revision due to infection and pressure necrosis. There were no additional adverse patient effects reported. The implantable lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).